Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. Unable to review alarm history due to keypad anomaly. No button error alarms were noted. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the insulin pump alarmed battery out limit after changing the battery and was pressing the esc and act buttons and could not clear it; buttons were not responding. Blood glucose value is 208 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.